Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert triggered for the right ventricular (rv) lead. The rv lead had high pacing impedance and oversensing. A possible pace/sense fracture was suspected. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.